Event description:
Procedure: coronary artery bypass grafting x 3. According to the reporter, it appeared while the physician was clipping a brand of artery, the surgiclip fired and severed the mammary artery causing bleeding. The physician repaired the artery. The physician noted that there was difficulty with one of the hemoclips, requiring repair with 8-0 prolene on the artery. It appeared the surgiclip gun misfired. Per complaint form, the sales representative stated that patient injury and/or tissue damage occurred. There was additional operating room time for suturing and repair. Operating room time extension is unknown.

Manufacturer narrative:
(B)(4).